Manufacturer narrative:
Analysis of the pump revealed pump motor feed thru anomaly, shorting across the insulator. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Conclusion code is no longer applicable for this event.

Event description:
Additional information was received from a company representative and it was reported that the pump was replaced. Interrogation of the pump on (B)(6) 2016 indicated the following: motor stall recovery occurred (B)(6) 2016 at 17:53; motor stall occurred (B)(6) 2016 at 08:47; motor stall recovery occurred (B)(6) 2016 at 08:56; motor stall occurred (B)(6) 2016 at 09:02; motor stall recovery occurred (B)(6) 2016 at 11:35; motor stall occurred (B)(6) 2016 at 20:28; motor stall recovery occurred (B)(6) 2016 at 20:35; motor stall occurred (B)(6) 2016 at 05:57; motorstall recovery occurred (B)(6) 2016 at 06:02; motor stall occurred (B)(6) 2016 at 06:12; motor stall recovery occurred (B)(6) 2016 at 16:03; motor stall occurred (B)(6) 2016 at 06:37; motor stall recovery occurred (B)(6) 2016 at 06:46; motor stall occurred (B)(6) 2016 at 11:32; motor stall recovery occurred (B)(6) 2016 at 15:53; motor stall occurred (B)(6) 2016 at 19:43; motor stall recovery occurred (B)(6) 2016 at 19:48; motor stall occurred (B)(6) 2016 at 05:333; motor stall recovery occurred (B)(6) 2016 at 06:22; motor stall occurred (B)(6) 2016 at 06:38; motor stall recovery occurred (B)(6) 2016 at 07:25

Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) and a consumer via a company representative regarding a patient receiving intrathecal dilaudid (concentration 1mg/ml; dose 0.2998mg/day) and bupivacaine (concentration 8mg/ml; dose 2.3983mg/day) in simple continuous mode via an implantable infusion pump. Lot numbers were not provided. Indication for pump use was unknown. The patient was also prescribed pa boluses via the personal therapy manager (ptm). Multiple pump motor stalls and recoveries occurred. Per pump logs provided, motor stall recovery occurred (B)(6) 2016 at 10:56; motor stall occurred (B)(6) 2016 at 22:00 with recovery at 22:05; motor stall occurred (B)(6) 2016 at 06:21 with recovery at 07:12; motor stall occurred (B)(6) 2016 at 08:40 with recovery at 08:45; motor stall occurred (B)(6) 2016 at 09:51 with recovery at 11:12; motor stall occurred (B)(6) 2016 at 14:08 with recovery at 14:35; motor stall occurred (B)(6) 2016 at 08:31 with recovery at 10:50; motor stall occurred (B)(6) 2016 at 12:08 with recovery at 12:31; motor stall occurred (B)(6) 2016 at 05:31 with recovery at 08:34; motor stall occurred (B)(6) 2016 at 22:50 with recovery (B)(6) 2016 at 03:05; motor stall occurred (B)(6) 2016 at 04:03 with recovery at 10:42. The patient had not recently had magnetic resonance imaging (MRI) performed and the representative was not aware of any environmental exposures that would have caused the stalls. There were currently no patient symptoms; however, the patient reported that he was being locked out from delivering boluses via the ptm when he should not have been. Per the representative, the patient was getting the lockouts during or near the times of the motor stalls and they were due to the motor stalls. It was reviewed that the ptm settings were 1 bolus every &#55304;our, 4 boluses per 12 hours, and a maximum of 7 boluses per 24 hours. On (B)(6) 2016 the representative reported that the cause of the motor stalls and lockouts was unknown. The only thing they did was to rest the ptm to the pump and the patient had no issues since. The patient continued to receive effective therapy at this time. On (B)(6) 2016 the representative reported that the pump continued to stall and recover up until (B)(6) 2016 with the last entry being a motor stall recovery. The patient's dose remained constant. On (B)(6) 2016 the representative reported that the patient's ptm was showing an error code of 8476 (motor stall). Additional information was requested regarding device information, troubleshooting performed, actions/interventions taken, the cause of the motor stalls and lockouts, resolution of the motor stalls and lockouts, and the patient's indication for use. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.